Event description:
Caller reported testing pt with the freestyle meter on the finger at bedtime (approximately 7 p.m.) And received a reading of over 400 mg/dl. Insulin was administered by the customer's family member at 2 a.m. Due to additional high readings received. In the morning, a test was taken with a result of 39 mg/dl. The paramedics were called. The customer's family member treated pt with glucose gel and got their blood sugar level to 70 mg/dl before the paramedics arrived.